Event description:
A supplemental correction report is being submitted following a review of this complaint file on 19-nov-2025 to update imdrf codes.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2309563 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety wire returned in place. Red shuttle on 12th dimple (before ponr). Break in the clear section of the introducer. Polyimide slightly exposed at tip. Functional inspection: handle actuating with slight resistance for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a difficult path may have caused a kink in the introducer and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the introducer breaking, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the evo-fc-10-11-8-b stent did not open, another stent was successfully placed. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: I regret to inform you that we have received the next complaint from hospital in (B)(6) for: evo-fc-10-11-8-b lot c2309563 "as per cc form": the introductory kit did not open. Another prosthesis was used successfully.